Event description:
MFR received a report of a pt falling from a pt lift during transfer. As a result of this incident, the pt sustained leg fractures. No malfunction has been reported and the lift is continuing to be used without further incident.